Event description:
On (B)(6) 2012, the pt reported that the rubber of the up/down buttons is peeling away and the up/down buttons sometimes stick. He stated the issue is intermittent and the buttons were working at the time of the report. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.